Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. The patient was treated with injection heparin ip (dose and frequency not reported), injection fortum 1g ip (frequency not reported) and injection reflin 1g (frequency and route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.